Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a kinked infusion set cannula. Customer's blood glucose (bg) level was 750 mg/dl with ketones. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, treatment resolved the issue and the customer did not sustain any permanent damage. Multiple contact attempts were made by tandem technical support to obtain the hospital release date and infusion set type; however, the customer did not respond.